Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
The end user noticed today the seams are starting to rip where the seams meet the metal.